Event description:
It was reported that during the implant procedure positioning of the atrial lead was extremely difficult. After the atrial lead was positioned in the right atrial appendage, capture thresholds were poor - no capture at less than 4v/0.5 ms. Multiple positions were attempted, before the atrial lead was successfully implanted with acceptable thresholds. Approximately twenty-four hours later during the post operation check farfield r-wave sensing was noted, and device reprogramming was performed. Several hours later inappropriate pacing was noted and, device re-checked revealed the atrial lead was inappropriately sensing the ventricle. The device was reprogrammed to vvi mode. A chest x-ray confirmed the lead had migrated from its initial position. The atrial lead was revised and remains in use. During the revision procedure, high thresholds were noted. Again, the atrial lead was re-positioned to an anatomical location with acceptable thresholds, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Analyst commented, no anomalies found on limited save to disk. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2015. (B)(4).